Event description:
The pt began feeling ill with vomiting on 8/7. Her 8/a blood glucose result on her meter was 194 mg/dl, immediately followed with a 174 mg/dl result. She was given her morning insulin dose of 57 ultralente and 15u nph. She continued vomiting and "couldn't keep anything down." She was taken to the dr at approx 10 am where her blood glucose result was 594 mg/dl (method unknown). She was subsequently sent to the hosp where she was admitted for dka. Her admitting blood glucose was "500 something" on a hosp meter. Treatment provided is unknown. The pt's meter and test strips (from meter case) were compared with the hosp's meter with the followintg results: pt's meter 104 mg/dl, hosp meter 309 mg/dl. The meter is not maintained according to MFR's recommendations. Alcohol and control solution are used to clean the meter optics. The owner's booklet warns to use only water on the meter optics. In addition, the test strips are stored outside of the vial in the meter case. Calibration tests are not performed.